Manufacturer narrative:
Citation: martin mh. Percutaneous transcatheter pulmonary valve replacement in children weighing less than 20 kg. Catheter cardiovasc interv. 2017 nov 29. Doi: 10.1002/ccd.27432 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding percutaneous transcatheter pulmonary valve replacement in children weighing less than 20 kg. All data were collected from multiple centers between january 2010 and january 2017. The study population included 43 patients (predominantly male; median age 6 years), all of whom were implanted with medtronic melody valve. The serial numbers were not provided. Three (3) patients had a medtronic contegra conduit and 1 patient had a 19 mm medtronic mosaic implanted in the pulmonary position prior to the melody valve implant. Stenosis and regurgitation were noted in these valves. Among all patients adverse events included: pulmonary artery tear treated with an occlusion device, femoral artery pseudoaneurysm, moderate pulmonary regurgitation, iliac vein injury and conduit tear both treated with a stent implant. There was difficulty advancing the delivery catheter system (dcs) with significant access site bleeding. Based on the available information, these adverse may be attributed to medtronic product. No additional adverse patient effects or products were reported.